Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple unexpected resets occurred. Customer's blood glucose (bg) was 308 mg/dl. A cartridge change was performed to address bg. The customer reverted to manual injections for insulin therapy.